Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported deflation difficulty was not confirmed due to the condition in which the device was returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that during a procedure a 5.0x12 mm nc trek balloon dilatation catheter was advanced and dilatation was performed; however, the balloon could not be deflated. The balloon had to be ruptured by inflating to above rated burst pressure. The bdc was then simply removed from the patient anatomy without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.